Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Physical evaluation confirmed the complaint. A functional test using a sample depuy drill bit was conducted. The flexible shaft was not able to hold the drill bit. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found an nc associated with this product family. Nr-0165099 was initiated aug 6, 2021, documenting the issue. The issue was raised on aug 6, 2021, during inspection of complaint parts of the product family 227452000 in warsaw. The inspection identified parts that would not accept the mating drill bits. It was determined these parts were out of specification. Subsequently, additionally received parts were found to have the same issue. The issue was summited to supplier quality engineering who then forwarded the investigation to the manufacturing supplier. An assignable cause investigation conducted by the supplier determined the existing gage used for inspection was designed incorrectly thus accepting non-conforming product. The gage was redesigned and brought the process back into control.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : the device associated with this report was returned for analysis. Physical evaluation confirmed the complaint. A functional test using a sample depuy drill bit was conducted. The flexible shaft was not able to hold the drill bit. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found an nc associated with this product family. (B)(4) was initiated aug 6, 2021, documenting the issue. The issue was raised on aug 6, 2021, during inspection of complaint parts of the product family 227452000 in warsaw. The inspection identified parts that would not accept the mating drill bits. It was determined these parts were out of specification. Subsequently, additionally received parts were found to have the same issue. The issue was summited to supplier quality engineering who then forwarded the investigation to the manufacturing supplier. An assignable cause investigation conducted by the supplier determined the existing gage used for inspection was designed incorrectly thus accepting non-conforming product. The gage was redesigned and brought the process back into control.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Drill bit flexible quick set holder don´t hold the drill bit. Therefore the drill bit is always falling.